Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer had several low blood glucose events requiring the paramedics to be called. The customer did not provide details of these events. The customer's blood glucose was unknown at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The date of event has been updated with this report.